Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's healthcare provider recently changed the settings on the pump and since then, the customer reported experiencing a blood glucose (bg) level of 57 mg/dl and food was consumed to address the low bg level. However, the bg level then elevated to 450 mg/dl. The customer's bg level was currently at 155 mg/dl the customer indicated that the settings were to be discussed with the healthcare provider.